Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. Post deployment of the proximal trunk of the main body, the physician repositioned the endoprosthesis twice or more using the constraining dial. With the main body in the intended location the contralateral gate was successfully cannulated with the guidewire. The physician made an attempt to fully deploy the proximal end of the trunk by pulling the transparent knob, but the proximal end remained constrained and was not able to be fully opened. The physician removed the deployment line access hatch lid and pulled the deployment lines that are labeled ¿2¿ (lock pin) and ¿3¿ (constraining loop) to use the backup deployment mechanism. The proximal end of the trunk was then fully opened successfully. It was reported that the physician had hold deployment line ¿4¿ with the clamps to not pull it. After a contralateral leg component was implanted, the physician pulled back the introducer sheath to expose the ipsilateral leg and begin final deployment. It was reported that although the physician did not pull the gray deployment knob, the ipsilateral leg was already partially opened within the sheath. The physician then pulled the gray deployment knob and notice the deployment line was broken. The physician pulled the deployment line ¿4¿ from the access hatch and fully opened the ipsilateral leg. The procedure was finished with no further reported issues. The delivery catheter will be returned to gore for an analysis, but has not yet been received. The results will be provided in a supplemental report.

Manufacturer narrative:
Additional/corrected information.

Manufacturer narrative:
Code 213: the device evaluation showed the following: the 1st white deployment knob is returned and no abnormalities were noticed. The constraining mechanism (transparent knob) is still attached to the handle by approximately 5cm of visible lock pin and constraining loop. The lock pin and constraining loop are visible exiting the hatch. By pulling on the constraining mechanism, engineering was to confirm that the two wires move freely. The grey 2nd deployment knob and 2nd deployment line were not returned. The description for use section of the instructions for use (IFU) clearly states: in the event, that the removal of the transparent knob does not initiate the removal of the constraining mechanism and the problem is suspected to have occurred in the deployment handle, the deployment handle has a design feature that is intended to protect the patient against this problem becoming a hazard. Remove the deployment line access hatch lid(figure 9) and then cut the silver lock pin line (labeled "2") with an appropriate tool. Grasp, pull, and fully remove the silver lock pin line (labeled "2") in a steady, continuous motion. Cut, grasp, pull, and fully remove the gray constraining loop line (labeled "3") in a steady, continuous motion. These actions will cause the constraining mechanism to be removed. Do not cut the second deployment line (labeled "4"). Patient injury, catheter damage, and /or device damage may occur. Based on the findings from this evaluation, because the endoprosthesis was deployed, the physician¿s observation that while attempting to fully deploy the proximal end of the trunk pulling the constraining mechanism, the proximal end remained constrained and was not able to be fully opened could not be confirmed. It was also not possible to confirm that, although the physician did not pull the 2nd deployment knob, the ipsilateral leg was already partially opened within the sheath. Because the 2nd deployment knob and deployment line were not returned, the physician¿s observation that while pulling the 2nd deployment knob, the deployment line was broken could not be confirmed. The likely cause for the broken deployment line could not be determined with the currently available information.